Event description:
It was reported that device diagnostic at a routine office visit resulted in a high impedance reading. It was reported that no trauma or patient manipulation have occurred recently that could have caused or contributed to the high impedance reading. It was reported that the device was not programmed off after observing the high impedance. Chest x-rays are being ordered, but will not be sent to device manufacturer for review. It was reported that the patient's seizures have increased back to the patient's previous frequency over the past month or so. The patient's lamictal was increased. Surgery is likely, but has not occurred to date.

Event description:
Additional information was received that the patient had a generator and lead replacement. The generator and lead were returned to the manufacturer for evaluation. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.030 volts as measured during completion of test parameter shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 8.961% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. No anomalies were observed. It was noted during a review of the as received decoder spreadsheet that the high impedance was present before (B)(6) 2013 as on that date, the impedance value increased 25% above 10,965 ohms which is already above the high impedance threshold of 5300 ohms. One set of setscrew marks located at the end tip suggest that the lead connector was not fully inserted at one point in time. The exact point in time of when this occurred is unknown. Based on the location of two sets of setscrew marks on the connector pin and scratches from the canted spring observed on the connector ring, it is believed that proper contact between the pulse generator ¿+¿ and ¿¿¿ terminals and the lead connector respective contact points (connector ring and connector pin) existed at least once. The lead connector was inserted in the header of a pulse generator returned with the lead (105-21696) and no anomalies that could prevent proper insertion were identified. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was observed that the event date should have been (B)(6) 2013.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Corrected data: additional information was received which changes the event date from what was reported on the initial report.